Manufacturer narrative:
(B)(4). After further review it was determined this complaint was associated to the clips and was reported by the clip manufacturer under mfg report # 2210968-2015-18743. This event does not meet the FDA criteria of a complaint.

Manufacturer narrative:
(B)(4). Batch # 1005-076. The following information was requested and the following was obtained: what is the patient¿s current condition? The patient is currently doing well why was the procedure changed to a convert to open? The device did not hold, had more bleeding than anticipated. What was the reason for converting from a partial nephrectomy to a total nephrectomy? Did not want to chance losing more blood were there patient factors or device issues that impacted the procedure issues? Please explain? The device did not hold, had more bleeding than anticipated. The analysis results found that the (B)(4) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed (B)(4) clips as intended over suture. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic partial nephrectomy which converted to a total nephrectomy, while using the device to secure suture, the clip did not hold, causing the tissue to open up which caused the procedure to be converted to a total nephrectomy. There was more blood loss than expected, although the total volume of blood loss is unknown. It is not known if the patient required a transfusion. It is not known what device was used to complete the procedure.